Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed but the exact cause remains unknown. One photo sample of a powerpicc catheter was provided for evaluation. The catheter is shown to be outside of the patient and is being manipulated to show a split. The split is circumferential, and the edges appear to propagate longitudinally. The catheter split surface appears to have a light discoloration. The surface texture and features cannot be clearly examined from the photo sample provided. Based on the description of the reported event and photo sample provided, possible contributing factors include material fatigue caused by repeated kinking of the catheter. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." Since the catheter as observed to have a split, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a cutting crack was found with the 7cm scale of the catheter. No other information was provided.